Event description:
Customer reported via phone call that she was hospitalized with high blood glucose of 641 mg/dl. The customer stated she thinks her blood glucose was high because she was using bad insulin. The customer declined troubleshooting for high blood glucose. She was assisted with priming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.